Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station did not recognize medications due to an error stemming from a misprint of the scancode by the manufacturer/packager. A technical support specialist determined that the packager released an errant scan code and requested the customer to contact the packager to address the faulty scan code to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using pyxis ms, the two stations hpicu and hpms did not scan specific medications and showed the error that " medications are expired" or " meds not valid after scanning. " the medications were named librium 5 milligrams and 25 milligrams, which the station indicated were expired but they were not expired and were valid until april 2025. The customer reported that this malfunction caused disruption in patient care and workflow orders. There were no adverse events or injuries reported based on this event.